Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a leveen standard electrode was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2014. According to the complainant, when the device was removed from the package and the tines were extended, the physician experienced difficulty extending the tines. The movement was rough and not very smooth. The procedure was completed with another leveen electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.